Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unknown. 12 months post implanted computed tomography was performed and there were no issues with device integrity. The pt had a syncope episode resulting in the pt collapaing to the floor. The following day, it was reported that the pt presented to the emergency room with abdominal and back pin. The computed tomography demonstrated that the device had migrated into the aneurysm sac for an unknown reason. The physician indicated it is possible that the syncope with the pt falling may have contributed to the movement of the stent graft. The physician surgically removed the stent graft and repaired the arteries with a conventional graft. The user facility discarded the stent graft.